Manufacturer narrative:
Device was explanted on (B)(6) 2024 and had tripped eri at 3v. The device analysis was reported incorrectly. The correct analysis has been attached. Upon receipt, the device was interrogated, confirming the device status eri. The ICD was implanted for 48 months and 19 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed, that the ICD activated the eri status, because during an automatic signature check the device detected invalid memory content in the live-holter, a memory area containing battery data and data on the charge consumed. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If there is invalid memory content found in the live-holter, by design the ICD will activate the device status eri to avoid an incorrect automatic battery status calculation. In conclusion, the clinical observation resulted from invalid memory content in the live-holter. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.

Manufacturer narrative:
Device was explanted on (B)(6) 2024 and had tripped eri at 3v. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. An unexpected battery voltage trend could be confirmed during analysis. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device will be explanted due to eri with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2024 and had tripped eri at 3v. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.